Event description:
Boston scientific became aware of an event where a portion of the fastracker-325 infusion catheter ruptured and leaked contrast medium at the balloon-occluded retrograde transvenous. When the microcatheter was inserted to the gastric vein, 2 cc of contrast medium was manually injected using an injector, then the leak was found. Before the leak, injection of the same method was performed and no abnormality was noted. No complications with the pt were reported to have occcurred during this event.